Event description:
MFR received a report of a scooter stopping while going up an incline and rolling backwards. As a result, the user fell and sustained a cut to his head. Device evaluation has not been permitted.